Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported has lost vision due to the development of a cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted..

Manufacturer narrative:
Method(other): medical review. Results: per medical review - reportedly the patient provided the positive answer to the question about cataract development at the six-month patient follow-up form, received on (B)(6) 2014. No report of secondary surgically or medically intervention performed. Icl remains implanted. According to the dcr, dated on (B)(6) 2014, there was no confirmation of a cataract diagnosis and subsequent loss of va. The reassessment will be performed when (if) additional information is received. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no. Lens not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.